Event description:
It was reported that the hand piece device was making loud noises. It was unknown to the reporter if the event occurred during pre-surgery inspection or surgery. The reporter was unable to determine the date of this event. The reporter stated there were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was powerbroken, had high rotations per minute, and high temperature. It was determined that the device being powerbroken was a result of a failure to follow the directions for use and running the device in the safe or load position. All of the observed issues were a result of continuing to use the device after it was powerbroken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.